Event description:
Same case as MFR's report number 6000089-2006-01735. It was reported that during a peripheral angioplasty treatment procedure involving the superficial femoral artery, the symmetry balloon ruptured. The physician had inflated the balloon to 24 atms at which time the sv/5.0-4/4t/135 balloon ruptured. It was noted that the rated burst pressure for this balloon is 15 atms. The physician removed the symmetry balloon and replaced it with another sv/5.0-4/4t/135 balloon catheter. He inflated this balloon to 24 atms as well at which time this balloon also ruptured. The procedure was successfully completed. No pt injuries for complications were reported. Pt status is reported as "fine."

Event description:
Same case as MFR's report # 6000089-2006-01735. It was reported that during a peripheral angioplasty treatment procedure involving the superficial femoral artery, the symmetry balloon ruptured. The physician had inflated the balloon to 24 atms at which time the sv/5.0-4/4t/135 balloon ruptured. It is noted that the rated burst pressure for this balloon is 15 atms. The physician removed the symmetry balloon and replaced it with another sv/5.0-4/4t/135 balloon catheter. He inflated this balloon to 24 atms as well at which time this balloon also ruptured. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the mfg records for this particular batch namely top assembly batch # 8413593 found that the device met its material, assembly and product specs. It is noted that the complaint description indicates that the physician over-inflated this device, which would have resulted in the balloon burst. Therefore, this complaint does not appear to be device related. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident.